Event description:
Correspondence was received from animas stating a call was received in 2009, from pt who reported her blood glucose was running 400 mg/dl after putting in a new infusion set. Correspondence reported, that pt stated md advised her of an allergic reaction to the infusion set after insertion. Correspondence stated, pt reported after using infusion sets for some time, she becomes allergic to them. Correspondence reported, she stated, she does not check for ketones, and sometimes she can change it and her blood glucose will go back to normal. Correspondence stated, pt reported, he advised she change her type of infusion set. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for evaluation.